Manufacturer narrative:
Product complaint # ==> (B)(4). Investigation summary ==> the device associated with this report was not returned. The investigation could not verify or identify any product contribution to the reported event with the information provided. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. H10 additional narrative: h6 component code: part/component/sub-assembly term not applicable (g07001) used to capture product not returned. Corrected: h6 (health effect - clinical code, health effect - impact code). Previously reported no code available is now updated to e2401 for insufficient information, f1908 for prolonged surgery.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the 35 mm drill bit broke into two pieces at level of cutting flutes both pieces removed from patient no patient harm, slight delay just to load a new drill bit from tray.